Manufacturer narrative:
The product was not returned to the service center for evaluation and investigation of this product could not be performed. The original equipment manufacturer has investigated this error and determined it was related to a software issue. The root cause of this error message is the result of an optical feedback detection algorithm which has been subsequently re-designed. The updated version of the software was released march 11, 2020. As this device was not returned we are unable to confirm the software version.

Event description:
The service center was informed that during an unspecified procedure, error codes 50 (blast shield error) 40(system restart) were observed with the laser system. The laser had been power cycled during the procedure and inspected with no damage found to the shield. The user facility reported that the error continued to reoccur. The laser was replaced and the intended procedure was completed. There was no patient injury reported